Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Dealer (gangalife sciences, faridabad) have received goods from ss distributors(zirakpur, punjab) with wrong labelling i.e., clipper general baldes (100 units) with labelling of clippers handles.

Event description:
Dealer (gangalife sciences, faridabad) have received goods from ss distributors(zirakpur, punjab) with wrong labelling i.e., clipper general baldes (100 units) with labelling of clippers handles.

Manufacturer narrative:
One photo was provided for evaluation. Visual inspection of the photo does show an incorrect product code on the clipper blades. As a result, bd was able to verify the reported issue. Production record review was completed with the available lot and this was the first occurrence reported. There is no complaint trend with the product code and batch. The sub labels were pasted locally in india at a distribution center in the year 2017. The defect is not related to the manufacturing site or affects the product quality. Since 2017, the bd operation services have been shifted distributors. As this is the first incidence reported, this is considered an isolated issue and has no impact on product quality and patient safety. Improvements have been made in the procedures to comply to qms requirements and documentation has been put in place to avoid any error in current local sub labeling. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.